Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tracheal intubation fiberscope had forceps plug cap broken. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the result of investigation, no malfunction could be identified hence there is no cause that could be determined. The instruction manual states the inspection method associated with the event in ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor field performance for this device.